Event description:
Customer's father called to report that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer's father did not have the plunger, so he used his finger to push insulin through, manually. Insulin finally exited from tubing with manual push. Customer's blood glucose reading was 400 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.